Event description:
It was reported that the right ventricular (rv) lead exhibited high rv coil impedance. During the extraction procedure, the lead had to be cut rather than fully explanted. Partial explant was performed with the lower part remains in the patient. It was additionally noted that there was a secondary rv lead used for the pace sense function, which was damaged during the extraction of the first rv lead. The secondary rv lead was removed. Both leads were replaced by one new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device available for evaluation: 693565 lead; 407652 lead; 419488 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.